Manufacturer narrative:
No report of patient involvement. The distributor performed a checkout of the equipment and confirmed the bag vent switch was not fixed properly into the breathing system. The bag/vent switch was re-seated, and the unit was returned to service.

Event description:
The hospital reported a failure of the unit to switch to mechanical ventilation when requested, during pre-use checkout. There is no report of patient involvement.